Manufacturer narrative:
Investigation: bd has been provided photos and samples for catalog 309050 lot 1806178 to investigate for this record. After the evaluation of the returned samples, the white particles inside the syringe were composed by lubricant from the syringe barrel. As a result, bd was able to verify the reported issues. These particles consist of an accumulation of a "slip agent" which is used in the formulation of the polypropylene syringes. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. A toxicology material risk assessment for this slip agent has been conducted and the results confirm low risk of materials-medicated adverse effects. Bd has initiated the appropriate corrective and preventive actions for these issues, CAPA#207816.

Event description:
It was reported that foreign matter occurred with a bd syringe s2¿ 5ml. The following information was provided by the initial reporter, "on (B)(6)2019 at 3:15 p.m. Syringes are taken urgently to each service and a box is taken from each of the references indicated with the incidence. The emergency supervisor explains the problem of the syringes, they remove the plunger from the syringe and release plastic particles. (B)(6)2019 the hospital contacts, indicating differences in the blister of two syringes and indicating which is affected: the printing of the blister and the batch are different."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd syringe s2¿ 5ml. The following information was provided by the initial reporter, "on (B)(6) 2019 at 3:15 p.m. Syringes are taken urgently to each service and a box is taken from each of the references indicated with the incidence. The emergency supervisor explains the problem of the syringes, they remove the plunger from the syringe and release plastic particles. (B)(6) 2019 the hospital contacts, indicating differences in the blister of two syringes and indicating which is affected: the printing of the blister and the batch are different."